Manufacturer narrative:
(B)(4). The ecog and impedance data are suggestive of a potential lead break. The explanted product was not returned to neuropace for analysis.

Event description:
The patient reported he had an accident on his bike and that he hit his head. The left mesial temporal depth lead (longitudinal approach, contra lateral to the rns, secured with dog bone with lead protection) showed high impedances during ecog review. An x-ray showed no obvious lead issues. The lead was replaced on (B)(6) 2026. The surgeon noted visible damage during the explant process. The lead was damaged during the explant process and will not be returned for investigation.